Event description:
Pt had opti-flow vascular catheter placed in 2001 in their right jugular vein for renal dialysis. In 2001 the catheter was removed in hospital's or and the tip was noted to be missing. A CT of the chest was obtained and the tip was noted to be in the lower right lobe pulmonary artery segment. Physicians, at this date, have chosen to leave the piece in the pt.